Event description:
It is reported that the pt showed signs of femoral radiolucency.

Manufacturer narrative:
Eval summary: the journal article reports a nonprogressive femoral radiolucency under the anterior flange of the femoral component. Implantation date is unk. Date of the observed radiolucency is unk. Neither x-rays nor operative notes were returned for review. Pt information such as height, weight, and activity level is unk. Based on the available information, a definitive root cause cannot be ascertained at this time. Eval: review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.